Event description:
During a tfn pertrochanteric femur fracture procedure, the helical blade did not line up appropriately with the hole of the nail. The guide wire also did not go through the hole of the nail when inserted. The surgeon removed the nail, guide wire and the blade. The surgeon used a different aiming arm, trocar wire guide sleeve, compression nut, blade guide sleeve and new helical blade was inserted to implant a new nail. The surgeon then made an internal rotational correction of the foot to place the nail more distally. It was documented that the outer cortex of the femur was breached by the 11mm drill bit. Using the same inserter handle and connection screw the surgeon was able to implant the original helical blade with the correct alignment and affixed the locking screw. The surgeon completed the procedure with an additional 60 minutes added to the procedure. There was no information provided concerning the patient¿s immediate recovery. This is 8 of 9 reports for the same event.

Manufacturer narrative:
Additional narrative: a review of the product drawings and tolerance analysis shows that the design is adequate to meet the intended function. Several key parts in the evaluation of this type of event were not returned, such as the insertion handle and connecting screw. It is possible these items may have contributed to the event, either through proper or improper use (i.e. Could have been assembled incorrectly). The design risk assessment was reviewed and found to be adequate for the intended use.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Visual inspections noted the device is severely worn and damaged. The pin is missing from inside of the alignment indicator and was not returned; therefore, a function check could not be performed. The condition of the device is indicative if use in the field and is not related to manufacture. Dimensions that could be measured were found to meet specifications. The manufacturing records were reviewed and no complaint related issues were found.